Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms after changing infusion set site the previous day. Customer's blood glucose level was 450 mg/dl. System check with tandem technical support indicated that cartridge, pump and infusion set tubing performed as intended. Customer administered a correction injection and loaded a new cartridge and infusion set. Reportedly, the cartridge had been in use for five days.